Manufacturer narrative:
The grayed-out screen prevents progression due to exceeding the maximum series limit in the database. To resolve this, the database size was reconfigured. No harm to patient or users.

Event description:
The machine displays a gray screen and does not allow progression causing the delay in the patient treatment.